Event description:
Patient at outpatient facility became unresponsive. 911 called to respond to a patient in cardiac arrest. Staff member went to pts legs to start an easy io on pts left lower leg. The easy io was assembled and drill started. When the staff member withdrew the needle cath it was discovered there was no inner cath. He was unable to connect the IV because there was no ez-connect extension set included. This resulted in removing this from the patient's leg and repeating the process with a new package which included the entire connection set.